Event description:
A customer reported a cartridge alarm 30, which occurred during the load process because the used cartridge was removed prematurely. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support educated the caller on the proper procedure, and assisted in loading a new cartridge successfully, allowing the customer to resume insulin therapy. The issue was resolved without further complications.